Event description:
It was reported that the cartridge leaked insulin. There was no adverse impact to the customer's blood glucose level. The customer was unsure of the leak's location but was able to change the cartridge and successfully resume insulin therapy.